Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer states that a patient had a catheter placed on (B)(6) 2011 for dianeal therapy. The nurse states that patient was diagnosed with an exit site infection on (B)(6) 2013 and the patient was not hospitalized. On (B)(6) 2013, the catheter was pulled and replaced. No medical intervention.